Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable causes for a cracked lid include: an external impact to the lid with a scope when it was closed. Design of the device or manufacturing cannot be confirmed as factors to cause the event. The most probable cause for the reported event is user handling. The instructions for use have the following statement which can detect the event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. - the lid is not cracked, broken, or otherwise damaged."

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse replaced the lid and attached the proper labelling. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the lid of the endoscope reprocessor was cracked and needs replacement. The customer noted the lid was disposed of and it was unknown how the lid became cracked. The device was inspected by the user and no damage or abnormalities were observed. The customer reported there is usually one and sometimes two scopes reprocessed per cycle, annual preventative maintenance is being performed, daily maintenance is performed, and the instruction manual is being used. The customer reported additional information is unknown. As reported by the customer, there was no patient involvement with this event.